Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7544626) was impeded in the hub of the concomitant prowler select plus microcatheter (606s255x / lot#: unknown) and could not be further advanced. The physician only retracted this stent and replaced it with another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 8028680) and used it with the same microcatheter. The second stent had the same issue, and the physician removed the second stent and the microcatheter and replaced the stent to complete the procedure using the same microcatheter; the procedure was prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 15-aug-2024, additional information was received. Per the information, the intended procedure was endovascular embolization targeting the right internal carotid artery (ica) ophthalmic segment. The information confirmed that the first stent that was impeded in the hub of the microcatheter was the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) from lot 7544626. The second stent, 4.5mm x 22mm enterprise® vascular reconstruction device was from lot 8028680, had the same issue and the physician removed this second stent along with the microcatheter then replaced the stent with another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) to complete the procedure using the same microcatheter. There was no negative patient impact and the physician did not consider the 10-minute procedure extension to be clinically significant.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6) hospital. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028680. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-nov-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-oct-2024. [Additional information]: on 22-oct-2024, additional information was received. Per the information, the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 8028680) is available to be returned. Updated sections: b.4, d.1, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile the 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. All returned components were received in good condition. Microscopic inspection was performed. The delivery wire was inspected along its entire length. No damages were found. The stent was still inside the introducer and was observed to be in good condition, without any structural damage (i.e., no broken struts, no kinks). The functional test was performed; a lab sample prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, the enterprise was introduced into the lab sample prowler select plus microcatheter, and it advanced, no resistance/friction was felt when the stent passed through. The stent came out from the distal tip of the microcatheter. The functional test was performed without issues, the impeded condition encountered during the procedure could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028680. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.